Manufacturer narrative:
The referenced driveline infection was reported under medwatch report# 2916596-2016-02159. (B)(4). Approximate age of device: 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient had been in the hospital since (B)(6) 2016 after surgical treatment for a driveline infection. The patient had been off of anticoagulation therapy for a short time due to bleeding and was restarted on coumadin on (B)(6) 2016. Beginning on (B)(6) 2016, the patient¿s lactate dehydrogenase levels were increasing daily: 554 u/l, 625 u/l, 783 u/l, 1116 u/l and 1344 u/l. On (B)(6) 2016 the patient suffered an acute stroke. A head CT scan revealed hypoattenuation in the right corona radiata, extending inferiorly to the posterior aspect of the right internal capsule, and the right posterior peri-insular region that was new and suggestive of an acute-subacute infarction. There was no overt hemorrhagic transformation or obvious mass effect. The patient¿s left sided extremities were sometimes weaker than the right side. The patient was not a candidate for a pump exchange. The pump was explanted on (B)(6) 2016 and thrombus was visible in the pump at the time of explant. The patient remains in the surgical intensive care unit on epinephrine, vasopressin and milrinone and continues to be monitored. No additional information was provided.

Event description:
Additional information: additional information was provided indicating that the patient expired on (B)(6) 2016 due to stroke and device thrombus.

Manufacturer narrative:
Device evaluation: the report of pump thrombus was confirmed. Examination of the pump blood-contacting surfaces found rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed evidence of laminated layering indicating that it had formed over an indeterminate period of time. Examination of the pump rotor found tissue-like thrombus in two of the three rotor vanes. Portions of the thrombi were dark and had a curved shape which suggests that it had initially formed on the inlet bearing. A small ring of tissue-like thrombus was also found around the outlet bearing and in the outlet stator. The observed thrombi could have contributed to the reported hemolysis; however a direct correlation to the reported stroke could not be determined. The evaluation could not conclusively determine the cause of the thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis, hemolysis, bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.